Event description:
Ventilator intermittently stops and values change to zero on the display. The issue was found during testing -- there was no patient involvement.

Manufacturer narrative:
The ventilator was returned to manufacturer for evaluation. The reported complaint was verified.